Event description:
Asthma, then more and more bronchial problems - bronchitis, throat infections, lung infections. Rheumatoid symptoms, migraines, pain, night sweats, etc. Also one miscarriage. Continuous dr visits from 1988 to today.